Manufacturer narrative:
In lieu of a reported lot number, a ship history report (shr) was generated for the item number in order to ascertain the last three lots shipped to the reporting customer in the six months prior to the procedure date. A review of the device history records (DHR) was performed for the indicated packaging and component lots obtained from the shr for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The september 2013 navilyst medical complaint report was reviewed for the product family of bioflo PICC, and the failure mode "guidewire unraveled." No adverse trends were identified. As the guidewire is a purchased device for navilyst medical, the returned, used sample was forwarded to our supplier, lake region manufacturing, with a supplier correction action request (scar). Their evaluation stated that the "proximal coil-to-core wire adhesive joint fillet is broken from, and is missing from over half the circumference of the device." The device appeared to have been manipulated back through a needle/cannula. No dimensional non-conformances were observed, and lake region's review of their DHR found no indication of manufacturing defects. Thus, the root cause is user error, in pulling back on the guidewire through the needle, as opposed to removing both as "a single unit" as stated in the directions for use packaged with the PICC. Navilyst medical incoming inspection process control for the guidewires includes an aql inspection to insure they are smooth, clean, and free of kinks and burrs. ((B)(4)).

Event description:
Hospital reports that in back-to-back PICC placement procedures, they experienced "burrs" on the 0.018 40 cm guidewires. This did not result in any complications or patient injury. One used guidewire has been returned to navilyst medical.